Event description:
Consumer email reported: a syringe that I almost used tonight had a clear thick oily liquid in it that also had an oily smell. Lot #: 3282525+. Catalog#: 324911. Date of event: (B)(6) 2024. Sample status: discard dc. Email comments: I use your syringes for my insulin and would like to report that a syringe that I almost used tonight had a clear thick oily liquid in it that also had an oily smell. I wanted to bring this to your attention because it was a very scary experience. And so that the company could be made aware of this, possibly preventing someone from being harmed in the future. People should be able to use your product with fear of injecting a foreign substance into their body. I have attached a photo of the information located on the box it came from. Sending email reply 1st attempt to obtain more information dc.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.